Manufacturer narrative:
Analysis of the catheter indicated that there was difficulty with the sutureless connector that led to explant. (B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of 9.5 mg/day via an implantable pump for non-malignant pain and failed back surgery. It was reported that during a pump replacement procedure due to normal elective replacement indicator (eri), the catheter could not be disconnected from the old pump. The sutureless connector (sc) piece on the old catheter was stuck on the pump and seemed to have separated from the metal portion. There were no environmental/external/patient factors that may have led or contributed to the issue. No patient symptoms were noticed. The catheter was partially explanted and replaced along with the pump on (B)(6) 2016. A new catheter segment from a model 8598a revision kit was spliced in. No surgical intervention was planned and the issue was resolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was receiving at the time of the event were unable to be obtained. The pump and partial catheter were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.